Event description:
The customer observed false nonreactive alinity I anti-hcv results for one male patient diagnosed with chronic hepatitis c. The patient is a renal transplant patient. The following results were provided: initial alinity I anti-hcv results 0.15 s/co, repeated 0.13 s/co, rna was positive. Rna re-examination was positive, and the subtype was 3b. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 68623be00, which contains the same bulk material as lot 68623be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 68623be01 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one male patient diagnosed with chronic hepatitis c. The patient is a renal transplant patient. The following results were provided: initial alinity I anti-hcv results 0.15 s/co, repeated 0.13 s/co, rna was positive. Rna re-examination was positive, and the subtype was 3b. No impact to patient management was reported.